Event description:
It was reported that a malfunction occurred on the pump, with the customer experiencing at least three occurrences of the same issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was informed about using multiple daily injections (mdi) as a backup therapy. The customer was also advised about the updated software in the replacement pump, prepared for the return of the malfunctioning pump, and received instructions for using and storing the replacement pump.